Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of hi, 148, 213, 78, 201, 263, 267, and 346 mg/dl within a ten minute timeframe.